Event description:
As reported by an edwards lifesciences affiliate in (B)(6) during a transfemoral transcatheter aortic valve replacement (tavr), valve alignment difficulty was encountered due to tortuosity in the descending aorta. The operator tried to cross the native valve, but it was inhibited by calcification on non-coronary cusp (ncc). The valve moved back on the balloon slightly when the flex shaft was retracted. When additional pushing force was applied to the system, the guidewire advanced to the left atrium and caused severe mitral regurgitation. Percutaneous cardiopulmonary support (pcps) was initiated for hemodynamic instability. Although there was descending aorta dissection, no treatment was performed. After the valve deployment, the "floating substance" moved to the ascending aorta and was snared by the operators with the catheter.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The commander delivery system was not returned for evaluation. A review of the device history record did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery provided was reviewed, and the following was observed: ncc tissue snared through esheath measured approximately 2cm in length. Ncc tissue found dislodged could be indicative of the described difficulty crossing the native annulus and confirms the event. The labeling/instructions for use (IFU) training for commander delivery system, device preparation manual, device procedural manual, and patient screening manual were reviewed. Per caution: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Ensure there is no residual contrast medium left in the balloon to avoid potential difficulty with valve alignment during the procedure. Maintain the inflation device in the locked position until transcatheter heart valve (thv) deployment. If valve alignment is not performed in a straight section of the vessel, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the vessel. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving pressure (or tension) built up in the system will be necessary. No IFU/training deficiencies were identified. The complaints for "navigate and position catheter to target location - valve alignment difficulty or inability - gross alignment", "navigate and position catheter to target location - valve alignment difficulty or inability - fine adjust", and "navigate and position catheter to target location - thv moves on balloon working length during positioning" were unable to be confirmed as neither device nor applicable imagery was provided for evaluation. However, the complaint for "navigate and position catheter to target location - difficulty or inability to cross native annulus and/or bioprosthesis" was able to be confirmed based on returned imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, "valve alignment difficulty was encountered due to tortuosity in descending aorta". Additionally, per the case notes "diving was beginning at the end of gross alignment (pulling back the balloon catheter) and obvious diving could be seen during fine adjustment". If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported fine adjustment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that preforming valve alignment in a curvature appears to increase the possibility of "diving" (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. The complaint for "navigate and position catheter to target location - valve alignment difficulty or inability - gross alignment" was unable to be confirmed. No manufacturing non-conformances were identified during evaluation. A definite root cause is unable to be determined. However, available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor a product risk assessment (pra) is required at this time. However, without patient/applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. The complaint for "navigate and position catheter to target location - thv moves on balloon working length during positioning" was unable to be confirmed. However, no manufacturing non-conformances were identified during evaluation. Available information suggests patient factors (tortuosity) and/or procedural factors (tension build-up, valve alignment in non-straight section) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. However, pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. Corrective and preventative action (CAPA) was previously initiated to document the investigation and drive CAPA as appropriate. No additional escalation is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. A cause for the tissue fragment embolism thought to be part of the ncc cannot be determined, however, may be due procedural factors of the described difficulty crossing the native annulus. In this case, the cause of the native mitral valve insufficiency cannot be determined based on the limited information provided. It is possible that the event was due to procedural factors (i.e. Injury incurred to the native mitral valve during the procedure likely due to guidewire manipulation). There was no allegation or indication that this adverse event was related to a device malfunction. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the aortic dissection is unknown. However procedural factors (device manipulation with difficulty to cross the native annulus) and/or patient factors (calcification and significant tortuosity in the aorta) may have contributed to the event.